Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: it could have happened that when the plunger rod was to be assembled to the syringe the in feed scroll was not fully aligned inducing the damage to the plunger rod. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp plunger rod was broken. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2020, after patient finished the infusion at 11:30 a.m., the nurse found that bd flush plunger was broken when conducting the flushing and sealing of the fluid for the child, and the flush was immediately replaced for the child and reported this adverse instrument events.